Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system's laser fiber cracked in the blue cladding where it meets the white hub causing a fire. The issue was found during a therapeutic ureteroscopy. The fire was put out with water. A second laser and new fiber were used to complete the procedure. There were no reports of patient injury harm. This report is related to linked patient identifier (B)(6).